Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery failed testing. No patient involvement was reported.

Manufacturer narrative:
The customer did not approve the repair. There were no parts replaced.